Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that the needle detached in avf case. Additional information has been requested.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We have received two complaints of this code-batch regarding different issues from the same customer at the same time. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 22 closed samples for analysis. We have tested the needle attachment strength of all closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.196 kgf in average and 0.145 kgf in minimum (ep requirements: 0.082 kgf in average and 0.041 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.